Event description:
A malfunction alarm with the code malf 16 was reported by the customer, and the fault ID was available. There was no reported impact on the customer's blood glucose level. Technical support decided to replace the pump. The customer was advised to use multiple daily injections as backup therapy and to put the pump into storage mode before returning it. A prepaid label was provided for the return, and the customer acknowledged the instructions.